Event description:
A pt reported blood glucose results of 137mg/dl, 137mg/dl, 222mg/dl and 304mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt went to the hospital to have blood glucose checked, no symptoms of high or low blood glucose and no treatment given. The control solution test passed.